Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) and a psi sheath and dilator for evaluation. Visual inspection of the swg revealed the core wire had become separated adjacent to the distal weld. The weld was still attached to the coil wire. Microscopic examination of the swg confirmed that both welds were attached to the coil wire. The total length of the swg core wire measured 455 mm, which is within specifications of 450-458 mm per swg graphic. The outer diameter of the swg measured 0.846 mm which is within specifications of 0.838-0.877 mm per swg graphic. The undamaged portions of the guide wire were passed through a lab inventory ars, 18 ga introducer needle, and the returned dilator to functionally test. The guide wire passed through all three with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to avoid possible severing or damaging of spring-wire guide." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was separated from the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the wire associated with this kit became unraveled while inside the patient causing difficulty removing it. It unraveled near the j-tip. X-ray was taken to make sure all the wire was removed. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the wire associated with this kit became unraveled while inside the patient causing difficulty removing it. It unraveled near the j-tip. X-ray was taken to make sure all the wire was removed. No patient injury or complication reported. The patient's condition is reported as fine.